Event description:
It was reported that while the IV infusion pump is in idle state, it was found to be attempting to remove a patient information from the device and is wanting to place a "new patient" on the device who is not remotely admitted or in that same room. Photo of the device was provided by the customer where in the onscreen message shows ""patient ID xxxxxxxx will be changed to xxxxxxx. Is this correct?" With a "yes/no" selection.

Manufacturer narrative:
The customer¿s stated issue of ¿changing patient ID while infusing¿ was confirmed through a review of the device logs. The log review found the internal serial number of pump module sn: (B)(6) set to sn:(B)(6) internally. A remote IV occurred that was associated to patient ID: (B)(6) and the then idle pump module sn:(B)(6). However, because the pcu (sn:(B)(6)) was linked to a patient ID: (B)(6) already the new remote IV request for sn:(B)(6) caused a prompt on the pcu for the user to accept or decline the patient ID change. The remote IV with the new patient ID was declined and the infusion did not begin. The external sn:(B)(6) on the pump module differs from the internal sn:(B)(6), when a device receives a remote IV it is according to its internal serial number. It is critical that the internal serial number and the customers qr/barcode match the device it is adhered to, otherwise the intended infusion will not begin on the intended device. The pump module was in use during treatment. A review of the device history record showed the device had a manufacture date of 05jul2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode.

Manufacturer narrative:
The customer¿s stated issue of ¿changing patient ID while infusing¿ was confirmed through a review of the device logs. The log review found the internal serial number of pump module sn (B)(4) set to sn (B)(4)internally. A remote IV occurred that was associated to patient ID: (B)(6) and the then idle pump module sn (B)(4). However, because the pcu sn:(B)(4) was linked to a patient ID: (B)(6) already the new remote IV request for sn:(B)(4) caused a prompt on the pcu for the user to accept or decline the patient ID change. The remote IV with the new patient ID was declined and the infusion did not begin. The external sn:(B)(4) on the pump module differs from the internal sn:(B)(4), when a device receives a remote IV it is according to its internal serial number. It is critical that the internal serial number and the customers qr/barcode match the device it is adhered to, otherwise the intended infusion will not begin on the intended device. The pump module was in use during treatment. A review of the device history record showed the device had a manufacture date of 05jul2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode.

Event description:
It was reported that while the IV infusion pump is in idle state, it was found to be attempting to remove a patient information from the device and is wanting to place a "new patient" on the device who is not remotely admitted or in that same room. Photo of the device was provided by the customer where in the on screen message shows "patient ID xxxxxxxx will be changed to xxxxxxx. Is this correct?" With a "yes/no" selection.